Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer mentioned they experienced low battery alert and failed battery test form their insulin pump. The customer mentioned that the display on the screen of their insulin pump was blank. The customer was informed that a new battery cap will be shipped to them to resolve the issue.